Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump was died and the insulin pump had water under display. Customer reported that they did see fluid under display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.